Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. The actual syringe and filter-pro device, used by the customer at the time of the complaint, was not returned for evaluation. 120 returned samples (taken from all boxes) were function tested. Thirty returned samples did not pass the leak test. Within 10 seconds liquid was escaping through one edge of the filter-pro. Therefore, functional testing confirmed the reported problem. Visual inspection of the returned samples did not reveal any defects or anomalies. The root cause could not be established. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the device had issues with blood leaking through and around the portex filter pro due to issues with the seals. There was no patient involvement, and no patient harm reported.